Event description:
It was reported that a device was used during a low anterior resection. The device fired incomplete staple line and was difficult to remove from tissue. Tissue was repaired and anastomsis was completed by hand suture. Additional bowel had to be taken to complete teh anastomsis.